Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture and capsular contracture baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade IV and rupture on left side, device has been explanted.